Event description:
Same case as MDR ID: 2134265-2013-09537. It was reported that the burr and guidewire tip detached, as well as a vessel perforation. The target lesion being treated was located in the left main coronary artery (lmca), the proximal left anterior descending (lad) artery, and the proximal left circumflex (lcx). The lesion area was a chronic total occlusion (cto) with severe calcification and severe tortuosity. A 1.50mm rotalink plus and a 330cm rotawire were selected for a percutaneous transluminal catheter rotational ablation. Three ablations were performed in the lmca and lad successfully. A non bsc balloon catheter was then inserted to dilate the lesion area from the lmca to proximal lcx; however, the balloon ruptured. The 1.50mm rotalink plus was then used again in this area between speeds of 200,000 to 220,000rpm when during the fourth ablation, the rotation speed dropped approximately 4000rpm. During the fifth ablation, an abnormal sound occurred and the stall light turned on. The physician then removed the 1.50mm rotalink plus and a 330cm rotawire from the patient without difficulty. At this time it was noted that the burr and the rotawire detached and remained in the proximal lcx. It was also noted that there was perforation in the lad. The physician inserted an unspecified balloon to stop the bleeding. An attempt to retrieve the burr and fragment of the rotawire was also done by snaring; however, this was unsuccessful. The patient became stable and the procedure was closed. There were no further patient complications that were reported. The patient has been intubated and is currently being monitored.

Manufacturer narrative:
Mfg site name corrected from (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. The returned device was noted to be kinked along the body and the distal end fractured (6.1cm approx.); moreover, the distal end was not returned. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following result: failure occurred due to a progressive bending overload, with initiation site on a notch on the wire surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09537. It was reported that the burr and guidewire tip detached, as well as a vessel perforation. The target lesion being treated was located in the left main coronary artery (lmca), the proximal left anterior descending (lad) artery, and the proximal left circumflex (lcx). The lesion area was a chronic total occlusion (cto) with severe calcification and severe tortuosity. A 1.50mm rotalink plus and a 330cm rotawire were selected for a percutaneous transluminal catheter rotational ablation. Three ablations were performed in the lmca and lad successfully. A non bsc balloon catheter was then inserted to dilate the lesion area from the lmca to proximal lcx; however, the balloon ruptured. The 1.50mm rotalink plus was then used again in this area between speeds of 200,000 to 220,000rpm when during the fourth ablation, the rotation speed dropped approximately 4000rpm. During the fifth ablation, an abnormal sound occurred and the stall light turned on. The physician then removed the 1.50mm rotalink plus and a 330cm rotawire from the patient without difficulty. At this time it was noted that the burr and the rotawire detached and remained in the proximal lcx. It was also noted that there was perforation in the lad. The physician inserted an unspecified balloon to stop the bleeding. An attempt to retrieve the burr and fragment of the rotawire was also done by snaring; however, this was unsuccessful. The patient became stable and the procedure was closed. There were no further patient complications that were reported. The patient has been intubated and is currently being monitored.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09537. It was reported that the burr and guidewire tip detached, as well as a vessel perforation. The target lesion being treated was located in the left main coronary artery (lmca), the proximal left anterior descending (lad) artery, and the proximal left circumflex (lcx). The lesion area was a chronic total occlusion (cto) with severe calcification and severe tortuosity. A 1.50mm rotalink¿ plus and a 330cm rotawire were selected for a percutaneous transluminal catheter rotational ablation. Three ablations were performed in the lmca and lad successfully. A non bsc balloon catheter was then inserted to dilate the lesion area from the lmca to proximal lcx; however, the balloon ruptured. The 1.50mm rotalink¿ plus was then used again in this area between speeds of 200,000 to 220,000rpm when during the fourth ablation, the rotation speed dropped approximately 4000rpm. During the fifth ablation, an abnormal sound occurred and the stall light turned on. The physician then removed the 1.50mm rotalink¿ plus and a 330cm rotawire from the patient without difficulty. At this time it was noted that the burr and the rotawire detached and remained in the proximal lcx. It was also noted that there was perforation in the lad. The physician inserted an unspecified balloon to stop the bleeding. An attempt to retrieve the burr and fragment of the rotawire was also done by snaring; however, this was unsuccessful. The patient became stable and the procedure was closed. There were no further patient complications that were reported. The patient has been intubated and is currently being monitored.